Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0xa48, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there was a third degree burn at the implantable neurostimulator (ins) site. There was severe pain on the right buttock area and they could not put weight on the right leg. This occurred on (B)(6) 2015. Also, there was a flare up of shingles left of the spine, which was a pre-existing condition that occurred when she was in extreme pain. This occurred in (B)(6) of 2015. She had autoimmune disorders. The patient was seen locally the day after surgery for the burning. The patient had been and continued with extensive wound care and was told that it would take months to treat as the burn was deep. They were seen by the surgeon and were told that no medicine was left there nor any tape. The patient notified the health care professional (hcp) of the pain and left another voicemail as the nurse was only there monday-thursday. She was going to her husband's hcp appointment and would try to update her with her current situation. They were last seen by the hcp two weeks ago. The patient was concerned that the device was not functioning. She was wondering if she should turn it off, however, she wanted to check with the hcp first. Also, there was intermittent stimulation sensation and intermittent symptom control. The patient reached her hcp who suggested that they turn the ins off for a few days and the patient was wondering how to turn it off. On (B)(6) 2015, it was further reported that the patient was going through a nightmare. The patient needed advice and they were hurting very badly. They need the device to be removed and the hcp would not discuss this with the patient without the manufacturer representative (rep) present. They were seeing the hcp on (B)(6) 2015. It was uncomfortable to have clothing on. She suffered a severe burn the night after the implant and the pain went down deep in the hip. The patient turned the device off last week. She could not turn the device back on because she was having jolting pain and burning in different places. There was horrible, horrible knife-like stabbing pain and numbness in a different area of the back. She was also having this stabbing horrible pain in the private area and she was going out of her mind. She wanted the device out. The patient wanted the manufacturer to know this was serious and it was a nightmare. The patient thought the device should not be implanted in people. On (B)(6) 2015, it was further reported by the hcp via a rep that the patient complained that 24 hours post-operation she had pain and blistering near the implant site. She also had a shingles break out. During the post-op follow up several weeks later, the hcp determined that she was doing well, minus the shingles. Her implant was working and functioning to the best of its ability. After that visit, the patient called and reported that the device was shocking and burning her at the ins site. She contacted the manufacturer and was never told what to do. On (B)(6) 2015 the patient was doing well. The rep was not notified until the evening of (B)(6) 2015. After the rep spoke with the hcp, it was determined that the device would be removed sometime next week. The troubleshooting performed was shutting the device off. The issue was not resolved as of (B)(6) 2015. Surgical intervention was planned. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information received from the consumer reported that there was a serious burn after the device was implanted. The pain was severe and unremitting. A couple of weeks after the implant, the device started shocking the patient in all their private parts and their back. The pain in the right hip, where the device was implanted, was so severe that the patient had hardly slept in 7 weeks. They wanted the device removed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found no evidence of anomalies.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.